Event description:
It was reported that, during a procedure, the fiber tip broke after delivery of 27000 joules of energy. Another fiber was used in order to complete the procedure. There were no patient complications reported.